Manufacturer narrative:
Continuation of d10: product ID 8780; serial# (B)(6); implanted: (B)(6) 2016; explanted: (B)(6) 2023; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-sep-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown morphine (unknown concentration and dose) via an implantable pump. The indications for use were unknown. It was reported that the patient had a pump replacement on 2023-feb-02. The patient became infected shortly after the procedure and showed signs of redness and swelling in the pump pocket area. There were no environmental, external, or patient factors that the manufacturer representative (rep) was aware of. There were no diagnostics performed. The patient was treated with antibiotics. They did not reduce the infection as planned. The healthcare provider (hcp) then explanted the pump and catheter. It was noted that the issue was resolved at the time of the report. It was noted that the hcp had no further information.  The patient's weight and medical history were asked but would not be made available. The patient status at the time of the report was alive with no injury.